Event description:
It was reported that the arctic sun device smells burned.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported event was unconfirmed however the root cause is being investigated per CAPA 14345646. The device was evaluated upon receipt. The complaint could not be confirmed. No burnt smell was detected. The device was run for over an hour at 42°c in patient mode to determine whether it emitted a burning smell. This was not the case. Cleaning, inspection, functional check, water replacement, new calibration, est, mtk. Device without error. A DHR review is not required as the reported event is unconfirmed. A risk review is not required as the reported event is unconfirmed. The labeling and packaging review is not required as the reported event is unconfirmed. Investigations under the associated corrective and preventive actions are ongoing. Corrective actions to address the identified root causes will be implemented through the respective corrective and preventive action. Corrections: d, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device smells burned.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.